Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he insulin pump rejected new batteries to the point that the customer had to take it out and replace it with another new battery. The customer's blood glucose was unknown at the time of incident. The customer also stated that the buttons are less responsive or harder to press. The insulin pump will not be returned for analysis.